Event description:
It was reported that the speed shifted on its own. A rotapro console was selected for use. During the procedure, it was noted that the system shifted from dynaglide mode to cutting mode rpm on its own twice. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The console failed the final functional test on step 5: offset-normal mode minimum flow rate with a reading of 109.397 scfh, which did not meet specification, confirming the reported event. Additionally, the console failed the visual inspection because the advancer simulator port was broken, the pressure control knob was missing, and there are numerous markings on the console's housing.

Event description:
It was reported that the speed shifted on its own. A rotapro console was selected for use. During the procedure, it was noted that the system shifted from dynaglide mode to cutting mode rpm on its own twice. No patient complications reported.